Event description:
Twenty-four days after implant, the patient became drowsy and experienced a hemorrhagic stroke. The patient expired. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient (post-mortem) and is thus not available for analysis. While the cause that led to the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt.